Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is: (B)(6).

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state the device defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker investigated the reported issue further and was not able to determine the cause. The reported issue could not be verified or duplicated by functional testing or through review of the software logs. During the investigation it was discovered the main keypad was working intermittently. The keypad was replaced and after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state the device defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Additional information: in compliance with regulation (EU) (B)(4) of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Corrected data: the initial medwatch report indicated: section b, b5 executive summary: there was no patient involvement reported with the event. The initial medwatch report should indicate: section b, b5 executive summary: this issue is patient related; however, there was no adverse event reported. The initial medwatch report indicated: h6: health impact code: problem identified during non-clinical procedure. The initial medwatch report should indicate:h6: health impact code: no health consequences or impact.

Event description:
The customer contacted stryker to report that their device did not deliver a shock as expected. In this state the device defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.